Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the battery pack has not been returned and the cause of the complaint is not known. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service.